Event description:
(B)(4). Became very ill with a headache. And it continues daily since.

Event description:
(B)(4). I have break outs. Severe heavy menstrual, I feel continuous pain in my vaginal area. I stay bloated, very tired. Ever since I had these put in, I feel horrible. Going next week to see about having surgery to remove them. I want my life back!